Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at implant site; however, the issue could not be resolved, resulting in the decision to explant the device. The device was explanted (B)(6) 2017.